Event description:
Peg backed out of plate. Plate still implanted in pt.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.